Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents from this lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported difficulty positioning the device could not be determined. However, the reported difficult to remove the device resulting in chordal interaction was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unintended movement, difficulty removing the device and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted at a flail segment, reducing mr to 3+. A second clip delivery system (cds) was advanced and placed lateral to the first clip however the gradient increased to 7mmhg therefore the leaflets were ungrasped and the clip repositioned closer to the first clip. The leaflets were regrasped however the mr was only reduced to 2 and the gradient was 6mmhg. The physician elected to not implant the clip therefore the cds was removed. There was a lot of variability in medial lateral position. During removal resistance was met and the clip interacted with the chordae. It was believed that while clip was under the valve, this variability caused chordae interaction with the clip which made it challenging to remove the clip from the left ventricle (lv). The cds was retracted and upon removal from the lv, it was noted there was a new flail just lateral to the first clip which was likely caused by interactions with the chordae. The procedure was aborted with the mr at 3+. The patient remains stable. No additional information was provided.